Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe slip tip with bd precisionglide¿ needle was discolored prior to use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd syringe slip tip with bd precisionglide¿ needle was discolored prior to use. No reports of serious injury or medical intervention noted.